Event description:
It was reported that the ventilator was hooked up to a patient while being transferred from ed to ICU when it stopped working. They are loud ventilators, so they easily noticed that it stopped working. The first time when it failed was on (B)(6) 2023 when they got to ICU. Patient coded and was resuscitated, although they are uncertain if it was because of the ventilator. The second time it failed was on (B)(6) 2023, there was no harm to the patient on the second event. Two devices were reported, and both devices were tested by their local biomed but were unable to duplicate the error. The customer was unsure which device goes with the specific event/incident. The second reported device was documented on (B)(6).

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. Device cycles as intended during evaluation so the issue could not be verified. The most probable cause is the oscillator causing intermittent cycling. No action will be taken, the device has been deemed beyond economical repair due to the obsolescence of the part needed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.